Manufacturer narrative:
As no further information concerning this event is expected, our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.